Event description:
It was reported that a pacemaker was found in a reset state. No patient complications were reported due to this event. The pacemaker remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.